Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by customer.

Event description:
It was reported that during a right shoulder repair, the suture anchor, bio-comp, pushlock, 2.9 mm x 12.5 mm's broke upon insertion into the glenoid drill hole. An unplanned extra incision was done in order to retrieve the broken pieces. The case was completed using another anchor. No patient injury reported.